Event description:
It was reported that the right atrial lead exhibited oversensing. The patient would be brought to clinic for further testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.